Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had been having issues with their controller. Patient stated that 3-4 days ago they started seeing replace controller batteries message. Patient stated they would reset the controller but the issue was not resolved. Patient mentioned that the first time they were told to reset the controller, the controller locked them out and wouldn't do anything. Patient stated they called their representative, who helped them reset the controller and the issue was resolved. Patient then said the next morning they woke up and they were in tremendous pain because somehow the controller went to MRI mode and turned everything off. Patient confirmed they turned everything back on after the reset. Patient clarified the screen had gone all black, but became responsive after reset. Agent had patient reset controller and inspect for damages. Patient confirmed no damage. Patient started charging session and then reported recharging excellent. Patient stated they can almost always recharge at excellent quality. Patient mentioned they were seen for reprogramming by their rep today, and the controller displayed replace controller batteries in front of their rep again. Patient commented how when recharging their implant, they have to sometimes stop at 70% or 80% if they were starting from a low percentage, as their recharger gets too hot. The issue was not resolved. A repair request was sent to replace the controller and recharger.